Manufacturer narrative:
An MDR is indicated for this complaint. Image was provided from a routine follow up appointment and it was found that the prodisc c vivo implant placed was subsided. Patient was asymptomatic and surgeon made the decision to just follow the patient. The vivo device is implanted adjacent to a fused level. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the complaint investigation. Complaint trending found the rate of complaints is within the levels defined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to an acceptable level. The vivo device remains implanted in the patient and was not returned, therefore no evaluation could be completed. Imaging was provided that shows the subsided implant, it also shows that the vivo implant was used directly next to a fused level. There were no anomalies identified during the complaint investigation. The cause for the implant subsidence is unknown but may be related to the off label use. The submission is 1 of 1 devices involved in this event.

Event description:
Image was provided from a routine follow up appointment and it was found that the prodisc c vivo implant placed was subsided. Patient was asymptomatic and surgeon made the decision to just follow the patient. The vivo device is implanted adjacent to a fused level.